Event description:
It was reported the patient had infections. A ¿bubble¿ appeared at the surgical site that burst open. Bloody, pus-filled ooze came out. The patient went to the ER and was given antibiotics to treat the abscess. The issue would clear up and return three weeks later. The abscess returned four times. The fifth time it happened, the patient felt the stimulator under their skin. The infection made them sick and they had to call the emts. The stimulator was coming out of the abscess. The patient was transferred to the hospital to have the device taken out. The patient spent a week in the hospital and six weeks in a nursing home to ensure proper healing. The wound was nine inches deep.

Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, product type lead. (B)(4).